Event description:
During use of the mizuho osi spinal frame table, the pt was placed directly on the table and chest pad with no shearguard cover. The pt had a blister on the chest. The healthcare workers used covering (loban or drapes) on the pads and did not have this problem continued.

Manufacturer narrative:
We have had multiple attempts to contact hospital to acquire info relating to the incident. Each attempt failed, we finally were able to acquire input from dr. (B)(6) at the (B)(6) hospital and stated that they were now using loban and/or drapes and there is no longer a problem. As we recommend to our customers to use the shearguard covers/drapes to reduce shearing, the customer is now using the covers and/or loban. Loban is an antimicrobial surgical incise drape with an iodophor impregnated adhesive, designed to provide a sterile surface on the pt. Since the hospital is covering the pads as we have recommended, and no longer having issues, we are closing this complaint.